Manufacturer narrative:
A review of the complaint history record was performed for the (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted internal frame, rear case, tube drive, sleeve drive, wiper seal, carriage block assy, barrel clamp, rt iui and lower housing. Plunger gripper recall and syr/pca sizer misalign recall completed. Performed calibration.

Event description:
It was reported that the device had a broken knob and an internal screw loose. There was no patient involvement.

Manufacturer narrative:
Additional in h10 a review of the device history record for (B)(6) was performed, which showed the device had a manufacture date of 24 apr 2014 and confirmed that this device was not involved in a production failure which correlates to the customer reported issue. The review was performed from the date of manufacture to the date of product release for distribution.

Event description:
It was reported that the device had a broken knob and an internal screw loose. There was no patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device had a broken knob and an internal screw loose. There was no patient involvement.